Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the rep stated she is seeing the patient for reprogramming as the patient has not been seen in years. The rep reported they have interrogated the patient's device with the restore app, but did not interrogate with the patient programmer prior to doing it with the app. The rep stated she did enter the patient's name and implant location. The patient has 7 groups with one program each. The rep exited the workflow properly. The rep then synced with the patient's programmer and is seeing the "ins the box" icon on the patient's programmer. The rep was then asked to interrogate again with her restore app. The caller confirmed all 7 groups and 1 program are still there. A1: 4+7- 3.45v/350pw/40hz ins battery: 3.94v stimulation on active program amplitude: the rep synced again using the patient programmer (pp) and again saw the message. The rep then interrogated with an 8840 and confirmed the programming was there again. Then the rep synced with the pp again and now the rep is seeing all of the patient's programming. No further complications were reported. No patient symptoms were reported.